Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump history was not recording bolus deliveries. During troubleshooting, a test bolus was delivered and the pump history did not reflect the bolus delivered. Blood glucose level ranged between 142-150 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.